Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed error 41 with an on-screen prompt to dismiss that would not clear, consistent with an insulin shaft rewind malfunction and an insulin absolute range error, and a replacement device was provided while two devices were pending return. Symptoms included risk of hyperglycemia due to interrupted insulin delivery. Outcomes included device replacement to restore therapy and prevent clinical deterioration and missed school. Investigation included complaint review and intake triage. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.